Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced pain at the ipg site and battery being depleted and inoperable. As such surgical intervention was undertaken on (B)(6) 2024, where the ipg was replaced, also physician unknowingly cut the tail of lead while opening incision and was left implanted. Patient was receiving effective therapy post operatively.

Manufacturer narrative:
B3-date of event is estimated.